Event description:
It was reported that the patient was seen by the physician as the inflatable penile prosthesis did not work as expected. Two weeks later, the inflatable penile prosthesis reservoir was removed and replaced due to a crack in the reservoir connecting tube. No patient complications were reported.

Manufacturer narrative:
Upon receipt of the inflatable penile prosthesis (ipp) at our quality assurance laboratory, the device underwent thorough analysis. The reservoir had a leak in the adapter, consistent with sharp instrument damage. The tubing was cut down to the reservoir adapter strain relief and not returned for analysis. Holes were identified also consistent with sharp instrument damage. Based on the information available, the reported allegations could not be confirmed.

Event description:
It was reported that the patient was seen by the physician as the inflatable penile prosthesis did not work as expected. Two weeks later, the inflatable penile prosthesis reservoir was removed and replaced due to a crack in the reservoir connecting tube. No patient complications were reported.